Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system drawer failure due to row board cable. A field service engineer shut down the station and reseated the row board cable to the controller to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es had failed half height cubie drawer, causing delay in accessing medication. The customer stated that they there was about one hour of delay to retrieve blood pressure and diabetes medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2022 to 16- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failure was due to row board cable. A field service engineer shut down the station and reseated the row board cable to the controller to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that the bd pyxis medstation es had failed half height cubie drawer, causing delay in accessing medication. The customer stated that they there was about one hour of delay to retrieve blood pressure and diabetes medications. There were no adverse events or injuries reported based on this incident.